Event description:
The pt reported that he was traveling when his power pack depleted. He stated that he had an additional power pack that he inserted into the infusion device but it was dead. The patient reported that he did not have any additional power packs. In addition, the patient reported that he had brought insulin injections with him, but they were taken away at the airport so he did not have any means of getting insulin. The patient stated that he went to the hospital at 10 pm where he was given a syringe of insulin. The patient stated that his blood glucose was 410 mg/dl when he arrived at the emergency room. The patient did not report any symptoms associated with the elevated blood glucose values. The pt reported that he was able to return his blood glucose levels to normal. The patient did not have any affected product to return.

Manufacturer narrative:
Product not returned for evaluation.